Event description:
The customer reported that her blood glucose readings were not being stored in the memory of the contour next meter. There was no allegation of an adverse event. The device is not expected to be returned for evaluation.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured in sections age or date of birth and weight as the customer's age and weight were not provided. The customer did not provide the serial # of the suspected device. Therefore, no information was captured in section d4 and the device manufacture date could not be determined.